Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported "capsular contracture (baker grade unknown), unevenness, pain, hardness, and left side is bigger" against left device. Healthcare professional reported pain and capsular contraction baker grade IV. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h.6.

Event description:
Healthcare professional reported "ruptured and completely saturated in blood and materials were contaminated with blood".

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.